Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl due to an unknown cause. Carbohydrates were consumed to address bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.